Event description:
It was reported in a presentation entitled "options for anterior lumbar interbody fusion" that a pt developed heterotopic ossification of the transversalis with retroperitoneal compression after implantation of rhbmp-2/acs. A revision procedure was required.

Manufacturer narrative:
Neither the device nor films of applicable studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.